Event description:
An accunet was used in the ventricular artery. The physician placed a balloon mounted stent (genesis on aviator) and an accunet recovery catheter, but could not advance the recovery catheter past the stent to recover the filter basket. Tried multiple ways with multiple attempts, so the physician placed a secong guidewire and partially expanded the balloon which deflected the wire and was then able to advance the recovery catheter past the stent and recovered the basket without further incident and the pt is doing fine.